Event description:
Product information was received for the patient and MFR. Report #1644487-2018-02028 was found to capture high impedance for the device. All further information received will be submitted via MFR. Report #1644487-2018-02273. It was stated that the device was discarded and not available for return.

Event description:
An implant card was received indicating that a patient underwent a full device revision due to high impedance. No other relevant information has been received to date.